Manufacturer narrative:
On 3-jul-2020, mentor received additional information regarding the suspected medical device. The device was discarded inadvertently upon explantation. The relevant fields have been updated. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 425cc mentor smooth round moderate profile prosthesis and experienced postoperative right-sided deflation. As a result, the patient underwent bilateral removal and replacement with unspecified breast implants on (B)(6) 2020.